Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction alarm occurred. The customer's blood glucose level was 130 mg/dl. During troubleshooting with tandem technical support, the customer stated the pump would be reset in order to address the malfunction alarm.